Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history verified loss of prime warnings with force equals zero. A force sensor calibration test confirmed the sensor is intermittingly detecting the correct force. An intermitting load step malfunction was duplicated during investigation; when the load step was activated the piston continued forward, dispensing approximately 20 units before stopping. The force sensor was damaged at the connection of the flex pin.this report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Patient reports that insulin was dispensed during load cartridge phase.

Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.